Event description:
A customer in (B)(4) notified biomerieux of terminated ast results for piperacillin/tazobactam when performing testing with vitek® 2 ast-n213 test kit (reference (B)(4)). It is unknown if the results were reported to the physician or if there was any adverse impact to the patient. The customer reported a delay of more than 24hours before repeat testing was obtained. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomerieux of terminated ast results for piperacillin/tazobactam when performing testing with vitek® 2 ast-n213 test kit (reference 413063). An investigation was performed. The lab report should state the reason for any termination (e.g., insufficient growth in pc well, insufficient incubation time). The customer's lab reports stated: "drug terminated: insufficient incubation time for analysis." Without the submittal of the isolate, or raw data, no further assessment can be made. The vitek 2 ast-n213 card, lot 6130478403, met final qc release criteria and passed qc performance testing.